Event description:
It was reported that revision surgery was performed due to chronic dislocation.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per the product complaint report, the 85 yr. Old patient dislocated approximately 3 years post implantation and was successfully reduced, but recently dislocated again, twice in one week. Reportedly, the reason for revision was chronic dislocation secondary to non-compliance and non-functioning soft tissues, which indicated a need for a constrained liner. It was communicated that no clinically relevant medical documentation would be provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported dislocations, reductions, and revision procedure could not be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include surgical technique or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed.